Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
T was reported by (B)(6) that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged. It was noted that there was liquid damage (motor and control), the coupling/interlocking was worn, and the fuse wire was not okay. It was further noted that the device failed pre-repair diagnostic tests for safety assessment, cutter lock assessment, and rotational speed assessment. It was noted in the service order ¿the device not work cant lock the attachment tightly¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.